Event description:
This patient underwent surgery for a capsular contraction of the left breast implant only with a slow leak. The implant was exchanged to inamed with 690-720 fill range, filled to 700 cubic centimeters. A scar revision of the left breast was done 10 cm in length. Excision of the inframammary fold tissue with recreation of left inframammary fold was also done. The incision was carried down to the pectoralis muscle fascia layer directly and for 2 cm inferiorly a plane was developed between the subcutaneous fat of the skin flaps and the pectoralis muscle allowing a step cut closure. The muscle was transected carefully preserving the capsule and it was noted that the capsule was quite dense appearing to be approximately a millimeter in thickness and very firm. This enabled near complete anterior dissection of the capsule itself from the overlying subcutaneous tissue without entering into the capsule at this time. This was performed over the entire anterior surface and the capsule was then entered laterally along the chest wall. There was no significant free fluid drainage from the capsule itself outside of the implant. The capsule was incised sharply along the chest wall, along with electrocautery for hemostasis to facilitate removal of the implant from this capsule in the superior medial aspect. The implant was cut open for drainage and the saline was allowed to exit the implant and the implant was removed from the capsule facilitating the remainder of the capsular resection was performed anteriorly. The capsule was sent to pathology for permanent sectioning.